Manufacturer narrative:
Our reference number: (B)(4).

Event description:
It was reported that during a navio procedure, a bone screw driver was slipping and not keeping the pin secure while inserting into the bone. Incident occurred during procedure. The procedure was successfully completed without delay using a back-up device (pin driver from the jii instrument set). No patient injury or other complications were reported.

Manufacturer narrative:
The navio, pin driver, part number 110164, used for treatment was returned for evaluation. The reported problem was visually confirmed. The socket is detached. Although the reported problem was visually confirmed, a functional evaluation could not be performed due to broken/damaged parts. A review of manufacturing records indicates the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The navio surgical technique guide (500197) provides instructions for pin driver usage and case troubleshooting. We were able to confirm if there was a relationship established between the reported event and the device. Visual and functional evaluation found that the inner socket of the pin driver had become detached. The most likely cause of this event is mechanical component failure and breakdown/defect of the weld. This failure mode is identified in the risk profile and is still met, no further actions required.